Event description:
It was reported that the infusion line ruptured and became stuck on the wire. A 2.1mm jetstream xc catheter was selected to treat target lesions in the patient's superficial femoral artery (sfa). During the procedure, the infusion line ruptured/separated, and the catheter became stuck on the non-boston scientific guidewire. The device leaked fluid from the break approximately 8-10 centimeters above the tip of the device. No patient complications occurred. It was further reported that the target lesions being treated were severely calcified in the patient's popliteal artery connecting to the superficial femoral artery (sfa). The device broke during removal from the patient, and fluid leaked out of the device which did not include blood.

Event description:
It was reported that the infusion line ruptured and became stuck on the wire. A 2.1mm jetstream xc catheter was selected to treat target lesions in the patient's superficial femoral artery (sfa). During the procedure, the infusion line ruptured/separated, and the catheter became stuck on the non-boston scientific guidewire. The device leaked fluid from the break approximately 8-10 centimeters above the tip of the device. No patient complications occurred.